Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the stent found that the stent was detached from the balloon and was returned. The stent was damaged, distorted and stretched along its length. The product stent protector was not returned for analysis. The ro markerbands were examined and there was no damage noted. A visual and tactile examination found that the tip was slightly flared. This type of damage is consistent with incorrect removal of the stent protector from the device. The stent was detached from the balloon. An examination of the balloon identified that the balloon had been inflated and subsequently deflated. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force, temperature and duration for the device all are within the specified range. A visual and tactile examination found that the hypotube was kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent move on balloon occurred. A 2.25 x 20 synergy¿ stent was selected for use to treat the lesion; however, during unpacking, the physician noted that the stent was not well crimped on the delivery system. The procedure was completed with another of the same device. No patient complications were reported and patient's status is stable.

Event description:
It was reported that stent move on balloon occurred. A 2.25 x 20 synergy¿ stent was selected for use to treat the lesion; however, during unpacking, the physician noted that the stent was not well crimped on the delivery system. The procedure was completed with another of the same device. No patient complications were reported and patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).